Event description:
It was reported that during a da vinci surgical procedure, the tip of the instrument bent. There was no report that any fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported to have occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube was bent, causing an apparent misalignment at the tip. It was concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the instrument's main tube was scratched 4.400 from the distal end. The length of the scratch was approximately 0.160. The main tube exhibited missing material. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the missing material from the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.